Event description:
During an angioplasty and stenting procedure of the superficial femoral artery (side unknown) this balloon ruptured during pre-dilation when inflated with an indeflator. The patient is a male (age unknown). The vessel had moderate calcification, no tortuosity and a 100% stenosis. An ipsilateral approach was used to access the patient. A guidewire was advanced across the lesion and the balloon was placed at the lesion with no difficulty. When pressure was applied to the balloon, the balloon would not inflate. Therefore, the balloon was removed from the patient, and the balloon rupture was noticed. Another balloon was used, and the procedure was successfully completed. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.